Event description:
Second degree thermal burns to left heel and right great toe following emergency abdominal hysterectomy for post-partum bleeding. The hose from a life-air forced air warmer was placed under cotton blankets with the outlet near the pt's feet during the surgery. Temp setting was 100 degree f. No warming cover was used. At the conclusion of surgery the pt's feet were erythematous and painful and a blister was noted on the right great toe.